Event description:
Event description boston scientific crm received information that this right ventricular lead exhibited noise leading to pacing inhibition and asystole for approximately 6 to 8 seconds. In a revision procedure, this lead was surgically abandoned and replaced with a new lead. No adverse patient effects were reported.